Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-apr-24 regarding a patient's implanted infusion pump containing an unknown medication (dose and concentration unknown). The indications for use included non-malignant pain and other chronic/intract pain in the trunk/limbs. It was reported that the patient's pump became infected on (B)(6) 2017. The pump was removed and was to be replaced in the future. There were no noted environmental, external, or patient factors that were thought to have led to the issue, and no noted troubleshooting or diagnostics were performed regarding the infection. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.